Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a recorded peak of 294 mg/dl for approximately 30 minutes after a meal, leading the user to disconnect from the device and administer a backup dose of rapid-acting subcutaneous insulin by pen; the cannula from the removed infusion set was reported not bent, and no device alerts were reported for prolonged severe hyperglycemia. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management at home without medical intervention or assistance. Investigation included review of device data and remote clinical training follow-up. Investigation of this case revealed insulin delivery appeared appropriate per report, with guidance provided for a soft reset and for allowing additional time after sensor data loss. It was concluded that the event was consistent with hyperglycemia of unclear cause, and troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.